Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge error message with multiple cartridges during the load process. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.